Manufacturer narrative:
The user reported a hypoglycemic event; however the exact date of this event was not provided. Therefore, the event date (b3) is not provided in this report. Device functionality at the time of the hypoglycemic event cannot be assessed through log data as the event date is unknown. The user remains ongoing on their twiist pump. No product has been returned to millyard advanced medical products, llc for evaluation. The twiist user guide provides information about preventing hypoglycemia and explains that the workout range (the glucose value or range of values you want loop to target before, during, or after physical activity to reduce the risk of low glucose events) is in effect when the workout preset is activated. How to adjust the workout range and activate the workout preset is explained in this guide. Based on the information available for assessment, a relationship between the twiist automated insulin delivery system and the reported hypoglycemia could not be determined.

Event description:
An initial event notification was received by millyard advanced medical products, llc, on 02-apr-2026. The user reported experiencing exercise-related hypoglycemia, with the lowest confirmed fingerstick glucose value of 29 mg/dl. Pallor and shakiness were reported during the event. The user was able to self-treat with juice and did not require glucagon administration or emergency medical care. The user reported that, in general, despite activating the workout preset in the twiist app 1-1.5 hours prior to exercise (target range 135-140 mg/dl) and consuming snacks, their glucose levels variably decrease or increase. The user remains ongoing on their twiist pump.